Manufacturer narrative:
December 02, 2015 03:17 pm (gmt-5:00) added by (B)(6): (B)(4). The product was not requested to return for manufacturer's laboratory investigation as it is not available for investigation. A similar complaint with a corresponding product investigation was found. The results of the similar complaint investigation were as follows: the product has been investigated in the laboratory of the manufacturer. A tightness test has been performed, the hls modul was tight. During further examination humidity within the pump housing was detected as well as a strongly oxidized pressure sensor at the blood inlet connector. This could be the most probable cause for the measurement malfunction. Based on similar complaints an internal process ((B)(4)) was initiated to determine the most probable root cause and to implement the appropriate corrective action. This data will be handled through a designated maquet process. A supplemental medwatch will be submitted when further information becomes available.

Event description:
Shortly after starting support, the venous pressure began displaying a positive 729 mm hg, and adjusting the warning and/or intervention limits was not possible. Patient appeared to be adequately supported so customer was going to weigh his options to swap out disposable. Additional information received (B)(6) 2015 - patient was removed from ecls support at approximately 12 noon (B)(6), and was doing well. On (B)(6) 2015; the rep indicated the disposable was never changed out. (B)(4).

Manufacturer narrative:
On (B)(6) 2016 12:24 pm (gmt-5:00) added by (B)(6) ((B)(4)): an investigation of the device was performed under (B)(4) which showed that the venous pressure sensors were corroded. A white crystalline substance was found on the pins of the pressure sensor. The priming solution lead to electrolysis when the cardiohelp started to work. The electrolysis starts instantly and causes a "short circuit" between the pins. The "short circuit" leads to implausible sensor pressure readings. It could be shown by a dried electrolyte plug that this state has no impact on pressure sensor readings. It is obvious that the electrolyte (saline - priming solution) etches the pins of the plug. The most probable root cause is that varnish applied on pcb and plugs of the venous pressure sensor do not resist the etching caused by the saline.

Event description:
(B)(4).